Manufacturer narrative:
The root-cause of the discordant results between the two samples obtained by the customer could not be determined. The investigation by tsc determined potential sample labeling error by the operator. No evidence of any systematic failure of the ortho provue. Analyzer performed as intended. No further complaints of this type have been received from the customer site since the time of the reported event ref (B)(4). Customer is confident with provue instrument as no other patients affected and qc not affected. Customer will continue using provue and does not request fe or follow up.

Event description:
Customer contacted tsc to report single patient sample typed as ab pos on provue on 8.15.2019 using 0.8% affirmagen lot# 8a989 exp: 08.27.2019 on mts abd/r lot# 121018037-05 exp: 11.21.2019. Same patient sample in question tested on 8.20.2019 and typed as b pos using 0.8% affirmagen lot# 8a003 exp: 9.24.2019 with mts abd/r lot# 121018037-05 exp: 11.21.2019. Customer reports no other patients affected and in house qc not affected. Customer reports no transfusion occured to this patient, and no patient harm do to this event occuring.